Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported issue and determined the most likely cause of the issue is the turbine assembly. After replacing the turbine assembly, the issue was resolved. The fsr performed the user verification test and reported the unit meets factory specifications. At this time, carefusion failure analysis has not received the suspected turbine assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit was not cycling. The issue occurred during patient use; the patient was removed from the ventilator. The customer reported there is loud noises coming from inside the suspect device. The customer reported there is no patient consequence associated with the event.